Manufacturer narrative:
The investigation of delivery issues and thrombus has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely use related,5.5 insertion pump was unable to be advanced past atrioventricular (av) with resulting loss of wire access to left ventricle (lv). As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The user facility reported the insertion of the impella 5.5 device to a patient with postcardiotomy cardiogenic shock was unsuccessful due to the anatomy. The patient was taken to cardiovascular operating room for the impella 5.5 placement in the setting of post operative cardiogenic shock requiring extracorporeal membrane oxygenation support with failure to liberate from support. Cutdown of right axillary artery was completed with graft anastomosis of 8mm gelsoft graft. It was noted there was "extreme" difficulty with wiring aortic valve due to acute angle of new aortic graft repair. After successfully passing wire past aortic valve, the impella 5.5 was backloaded and advanced. However, the impella 5.5 device was unable to cross aortic valve and guidewire access was lost. The impella 5.5 was removed and found to have "significant" clot obstructing inflow/outflow with unsuccessfully attempts to clear. The physician opted to repeat insertion attempt with a new impella 5.5 device which was noted to be successful.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: precaution impella 5.5 with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿